Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer inadvertently pulled the patient line tubing off of the cartridge. Customer's blood glucose level was not impacted. The customer understood to replace the cartridge.